Event description:
After 2 1/2 years of successful cochlear implant use, this patient developed a skin flap infection, which could not be resolved with treatment. Therefore, the device was explanted in 2005. Reimplantation is planned once the infection is fully resolved.